Manufacturer narrative:
Multiple attempts were made to follow up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
It is unknown if the unit was in inpatient use at the time of the reported issue. No patient or user harm was reported.

Event description:
The customer reported that the unit touchscreen failed and requested parts identification. It is unknown if the unit was in inpatient use at the time of the reported issue. No patient or user harm was reported.